Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. Thrombus aspiration was performed. The sion blue guide wire was advanced to the lesion without issue. The 4.0 x 18 mm xience alpine stent delivery system (sds) was advanced over the guide wire for direct-stenting. The stent was deployed successfully at 20 atmospheres (atm); however, during removal of the sds, resistance was noted with the guide wire. The sds was removed. The 4.5 x 12 mm nc trek balloon catheter was advanced over the same guide wire without issue and inflated to 20-22 atm for post-dilatation. During removal of the nc trek, resistance was noted with the guide wire. The nc trek was removed. The guide wire was then removed and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter: 6f, stent: 4.0 x 18 mm xience alpine, dilation catheter: 4.5 x 12 mm nc trek. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience alpine and nc trek rx referenced are being filed under separate medwatch reports. (B)(4).

Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4): the device was not returned for investigation. The resistance with the xience stent delivery system (sds) is supposed to be possible due to a bend of the guidewire or some other circumstantial factor including the device used in combination, however it could not identified. The resistance with trek catheter is supposed to be continued used of the guidewire despite experienced trouble with the first one. Six (6) unused-unpacked sterile sion blue guide wires with the lot number 140714a051 were returned. Visual inspection revealed no notable deformation. Guide wire diameters were inspected, and were confirmed to meet the products specifications. Condition of the hydrophilic coating was inspected by chemical dye, the coating was found and confirmed to be in good condition.